Manufacturer narrative:
Device evaluation: the returned blade assembly was evaluated for shedding (seizing, broken, non-operative). The inner and outer blade subassemblies were evaluated for dimensional conformance and found to meet design specification for total indicated runout of the subassemblies. The outer blade tip and tube alignment were within specification. The pattern of the galling on the tip of the inner blade suggests that radius of the inner blade tip was irregular and that the radius tangent is coming into contact with the outer blade tip. Although still within the profile tolerance, protrusions on the radius surface are indicated to have ridden on the inside of the outer tip. An engineering change was incorporated to improve this condition. The device was manufactured prior to the design change. No further investigation is warranted at this time. (B)(4).

Event description:
During a sub-acromial decompression (sad) and clavicle resection procedure utilizing a full radius blade, 5.5mm, ser 3000, the surgeon noticed that small number of metal filings were becoming visible within the joint. The surgeon removed, the shaver and proceeded to wash out the joint but could not confirm that all filings were removed. The patient¿s bone quality was good. There were no reports of patient injuries or complications.